Event description:
It was reported that during a left arteriovenous fistula venoplasty procedure, a hematoma occurred. The 40-60% target lesion was located in the moderately tortuous and moderately calcified fistula in the distal cephalic vein to the cephalic arch. The 8.0x100mm 135cm mustang balloon was advanced over a non-bsc guidewire. Resistance was encountered during advancing the device and following multiple attempts the physician was unable to cross the lesion. Physician choose to abort the procedure and remove the device, upon removal, a section of intimal was caught between the balloon and the guidewire and detached from the vessel wall, resulting in a limited hematoma formation in the left subclavian. The hematoma did not require additional intervention. No additional patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a left arteriovenous fistula venoplasty procedure, a hematoma occurred. The 40-60% target lesion was located in the moderately tortuous and moderately calcified fistula in the distal cephalic vein to the cephalic arch. The 8.0x100mm 135cm mustang balloon was advanced over a non-bsc guidewire. Resistance was encountered during advancing the device and following multiple attempts the physician was unable to cross the lesion. Physician choose to abort the procedure and remove the device, upon removal a section of intimal was caught between the balloon and the guidewire and detached from the vessel wall, resulting in a limited hematoma formation in the left subclavian. The hematoma did not require additional intervention. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer -initial examination of the returned device noted that the balloon material was fully deflated. There was evidence of dried contrast media crystals inside the balloon material and it was not correctly wrapped. A 0.036 inch guidewire was inserted through the device. It was not possible to remove the guidewire from the device; an attempt to remove the wire resulted in the guidewire stretching. The balloon material was inflated and a vacuum pulled, it was possible to insert and withdraw the device through a laboratory controlled 5 french sheath however some resistance was noted. This resistance was possibly due to the kinking noted on the guidewire. Examination of the bumper tip of the device noted that it was flared in appearance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).